Event description:
The report rec'd from the affiliate indicated that four days after the index procedure, the pt suffered a lacunar/cerebral infarction and was admitted to the hosp. Edaravone was administered (dosage unk) via IV for treatment of the lacunar/cerebral infarction. During the night, the pt complained of chest pain. Coronary angiography was done and thrombus was observed in the two previously implanted cypher stents in the proximal/mid left anterior descending (lad) target lesion. Aspiration of the thrombus was done and a vision 3.0 x 33 mm bare metal stent was implanted as a stent-in-stent. Deployment pressures/duration were not provided. After the re-percutaneous coronary intervention (re-pci) procedure, the flow did not improve and the pt expired while in the hosp. An autopsy was not performed. The physician's commented that a possible cause of the thrombotic event was not identified and that the cause of death was heart failure.

Manufacturer narrative:
Eight days prior to the index procedure for implantation of the two cypher stents, the pt had two taxus stents implanted in the proximal right coronary artery (rca). The stents were reported to be a 3.5 x 28 mm and a 3.5 x 20 mm and were implanted in overlapping fashion. The index procedure for the cypher stents was an elective case. The target lesion was the proximal/mid lad. The lesion was reported to be: de novo; concentric, calcified, 3.5 mm vessel diameter, 5 mm length, and type b2. The lesion was pre-dilated with a 3.0 x 20 mm balloon at 14 atm for 30 sec. A cypher 3.0 x 33 mm stent (stent #1) was implanted at 14 atm for 30 sec. An add'l cypher 3.5 x 18 mm stent (stent #2) was implanted at 16 atm for 30 sec in abutting fashion. The stents did not overlap. The stents were not post-dilated. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states prod. The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two prods used during the same procedure. Please reference MFR report # 9616099-2008-02281.